Event description:
It was reported that the pump was implanted 5 years ago for heparin infusion. In june 1999, th catheter clotted off, but was successfully declotted and usage of the pump resumed. Shortly thereafter, it was determined that the pump was not flowing, and it was explanted on 8-6-99. A new pump was implanted without any pt complications.